Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that after the sterilization procedure conducted at the user facility it was noticed that the o-ring was damaged inside the battery housing door. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event

Manufacturer narrative:
The reported event, housing lid was broke, was confirmed. During the inspection the service technician/specialist observed that the lid was broken, as it was found that the o-ring was split. An aseptic housing bottom - other failure mode was diagnosed. Based on the findings in service an aseptic housing bottom o-ring loose/missing failure mode was also determined. No other failure modes or symptom failures related to the reported event were found. The device was discarded by the manufacturer.

Event description:
It was reported that after the sterilization procedure conducted at the user facility it was noticed that the o-ring was damaged inside the battery housing door. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event